Event description:
Per the clinic, the patient experienced pain when using the device. The results of an integrity test in 2009 indicated normal receiver stimulator function with multiple electrode anomalies. Per the patient¿s parents, the patient was hit in the head with a basketball in 2008. The results of a CT scan indicate the electrode array was still in place.patient was explanted may 12, 2009 and the patient was reimplanted with a new device during the same surgery.